Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Rep reported that the surgeon believes the device is no longer functional and required a pt revision.